Event description:
A customer reported that their pump was not charging. Technical support attempted to charge the pump using different cables; however, the pump did not turn on and the wake button was flashing red. The blood glucose level was reported as 100 mg/dl. A replacement pump has been sent to the customer.

Manufacturer narrative:
Correction: removed code a070803; added codes a0706, a141204.